Manufacturer narrative:
A system log review could not be performed because the system logs were not available. Computed tomography (CT)-to-body divergence is the difference between the static preprocedural CT reconstructions and the dynamic, breathing lung during the bronchoscopic procedure.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed respiratory distress and hypotension. A post-procedure chest x-ray showed a pneumothorax, the size was not provided. A chest tube was placed and the symptoms resolved; the patient remained hospitalized for four days then was discharged home. Two nodules were biopsied, one was a 3 cm mass in the right middle lobe (rml) and the second one was 1.5 cm in the right upper lobe (rul). The physician reported that one was on the pleura and one was along a fissure. Per the physician, there was a lot of computed tomography (CT)-to-body divergence during the procedure; the ion system did not exhibit any issues or unexpected behavior. The physician noted that the pneumothorax could have potentially occurred with another biopsy modality.